Event description:
A customer reported receiving a minimum fill notification. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was attempting to load a new cartridge and was instructed by technical support to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the customer successfully resumed insulin use.